Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-97 was taking up to 30 seconds to give a sensor off message when the sensor was removed. No patient impact or consequences were reported.